Event description:
The customer reported this lead was explanted due to non-capture, except for 7.0 v at 1.0 ms. It was reported that the physician did not have confidence in the lead integrity and decided to explant. The sales representative believes that there was a micro-dislodgement and the lead had poor contact in the endocardium. A new lead was successfully implanted and no adverse events or effects were reported. The lead was actively implanted for approximately 3 months, 16 days.

Manufacturer narrative:
The lead was explanted, but the location of the lead is unk. The manufacturer attempted to obtain the lead and any additional event information by sending letters to the physician (on 7/6/10 and 7/15/10) but was not successful. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.